Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that error code# 1113 (invalid test result, read value #) was generated on pt samples while running the digoxin iii assay. There was no impact to pt mgmt reported.